Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose including change sensor/bad sensor alerts and calibration errors or calibrations not being accepted. Customer's sensor glucose value was 52.2 mg/dl while blood glucose value was 176.4 mg/dl. Troubleshooting was performed. The customer reported no adverse event. Common contributing factors like insertion, site location, taping, and timing of bg entries were explained. The event involved product(s) mmt-7020c4. A product return was requested for mmt-7020c4. Customer indicated that the device will be returned.